Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation, device has been explanted and replaced.

Manufacturer narrative:
The device involved is a non-abbvie device.

Event description:
Healthcare professional reported left side deflation against a non-allergan device. Device has been explanted and replaced.